Event description:
It was reported the pt's device was overdischarged. Resulting in a power on reset condition. It was stated it had been "1-2 months" since stimulation was last felt. Conflicting info stated it had been 2-3 weeks since the pt had felt stimulation, and had been 4 weeks since the pt had recharged their device. Add'l info showed that, "a few days" after the pt's device was successfully brought out of overdischarge, and eol/eos message was seen on the pt programmer. It was stated this was the pt's first overdischarge. The pt was scheduled for device replacement some time in (B)(6) 2011. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Additional information reported indicated that the neurostimulator was replaced. The patient was doing fine with his new implantable neurostimulator. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).